Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, this 25 mm sjm trifecta valve was implanted. Within the first 30 days postoperatively, infection of the sternum and leg was noted. At 190 days post op, MRI revealed disseminated cerebral ischemia which was thought to be due to cardiogenic embolisms associated with aortic valve endocarditis. On (B)(6) 2011, blood cultures revealed enterococcus faecalis. The patient was hospitalized and intravenous antibiotics (ampicillin, gentamicin, and rifampicin) were administered. The patient was discharged from the hospital on (B)(6) 2011. It was reported the patient had a follow-up visit on (B)(6) 2013 and the valve remains implanted per last report. No additional information is anticipated.